Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 18, gender- female (male- 7, female- 11), age- (B)(6) pre op diagnosis: spinal degenerative disease (10 patients), failed fusion (5 patients), spinal deformity (3 patients) it was reported that as per a clinical evaluation report, that there were 2 reported device-related aes which are: malpositioned hardware (1 patient), painful hardware (1 patient). One patient is recorded as having undergone a revision surgery due to malpositioned and painful hardware.